Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf (B)(4). Richard wolf medical instruments corporation is the importer of this device. Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Event description:
The user facility reported to richard wolf medical instruments that on (B)(6): during a gall bladder procedure this morning, one of the graspers the surgeon was using, which was the blunt grasper, when he put in through the trocar the coating from the sheath of the grasper flaked off into the patient's cavity. He stated he thought he was able to suck out most of it and irrigated the patient's abdomen. He is not pleased with the instruments at this point. This of course is a safety issue using the graspers.